Event description:
It was reported that the customer's insulin pump was alarming external ram crc error. The customer was able to clear the alarm and afterwards received dark circles on the insulin pump. Assisted customer with setting up the time and basal rates. The customer's blood glucose was 78 mg/dl. Troubleshooting was done. Advised customer to monitor the insulin pump and her blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.